Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) implant surgery after having a sling device previously implanted. The reason for the new aus is unspecified. The patient outcome was not reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. B5 describe event or problem: updated d1 brand name: corrected d2a common device name: corrected d2b pro code (product code): corrected d4 model number and catalog number: corrected h6 patient codes and device codes: updated.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) implant surgery after having a sling device previously implanted due to continued incontinence. No patient complications were reported.

Manufacturer narrative:
B5: describe event or problem: updated. D1: brand name: corrected. D2a: common device name: corrected. D2b: pro code (product code): corrected. D4: model number and catalog number: corrected. H6: patient codes and device codes: updated.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) implant surgery after having a sling device previously implanted due to continued incontinence. No patient complications were reported.